Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided two photos for evaluation. The photos displayed a product lidstock and introducer needle. The needle contained a severe bend. The cannula appeared kinked and broken. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of a broken needle cannula was confirmed by visual inspection of the customer supplied photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "we proceed to pass a subclavian central venous catheter and the guide does not advance, when the needle is checked it is evident that it is deformed and flattened, which is why the guide does not fit due to the light of it, the doctor sees it bent, tries to flatten it and it is it bends more." It was reported the needle was removed and the patient's condition is "good".

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "we proceed to pass a subclavian central venous catheter and the guide does not advance, when the needle is checked it is evident that it is deformed and flattened, which is why the guide does not fit due to the light of it, the doctor sees it bent, tries to flatten it and it is it bends more." It was reported the needle was removed and the patient's condition is "good".